Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023 a 34mm amplatzer septal occluder (8090960) was attempted to be implanted into an atrial septal defect utilizing a 12f torqvue delivery system (lot: 8541131). During deployment, the left atrial disc deformed into a cobra shape. The device was recaptured and redeployed but the cobra deformation persisted. A replacement 36mm amplatzer septal occluder (lot: 7955631) was then implanted successfully. There was no reported adverse patient effect. The patient remained hemodynamically stable during the procedure and there was no clinically significant delay. The patient was reported as stable. There was no reported interaction with cardiac structures and no angulations or kinks in the delivery system. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 34mm amplatzer septal occluder (lot: 8090960) was attempted to be implanted into an atrial septal defect utilizing a 12f torqvue delivery system (lot: 8541131). During deployment, the left atrial disc deformed into a cobra shape. The device was recaptured and redeployed but the cobra deformation persisted. A replacement 36mm amplatzer septal occluder (lot: 7955631) was then implanted successfully. There was no reported adverse patient effect. The patient remained hemodynamically stable during the procedure and there was no clinically significant delay. The patient was reported as stable. There was no reported interaction with cardiac structures and no angulations or kinks in the delivery system.